Manufacturer narrative:
Medtronic replaced the device. Medtronic evaluated the device and observed that the device would not power on and further, root cause was determined to be a leaky capacitor, designator c177, on the analog pcb.

Event description:
Out of box failure (obf) the reporter said he opened the shipping carton and observed that all the icons were showing and the device would not power on.